Event description:
Additional information has been received that the surgeon suspected it was lasik interface. Medicated timolol for one month. On last visit there was a mild iritis (1+ cell), so gave steroids took second opinion with corneal specialist the lens was slightly off the perfect center of the pupil, but still the central circle is inside the pupil. The patient's issues were not resolved.

Manufacturer narrative:
Additional information provided in a.1., a.2., b.2., b.3., b.5., b.6., d.4., d.6.a., d.10., h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. (FDA eval method code). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, she experienced decreased vision while driving at night due to glare and also dim vision, had trouble seeing stairs at home in low light. Patient felt vision was good. The left eye was scheduled prior choosing iol and thought unoperated eye could see better. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).